Event description:
Procedure: roux-en-y. According to the reporter: the device was used on the duodenum. One week after surgery, anastomotic leak occurred. Exact cause was not defined, but it was caused by poor blood flow due to ischemia. Patient was treated conservatively with fasting and drainage, and recovered. No other patient information is available.

Manufacturer narrative:
(B)(4)